Event description:
Contact reports driver tip broke off in the cam lock and could not be removed. Tip in embedded in the cam and not likely to migrate. As an unintended piece was left in the body, an MDR is being filed to document this event.

Manufacturer narrative:
It appears that the cam tightener shaft's tip twisting and breakage occurred as a result of the application of excessive torque in the attempt to remove the screw or tightening the cam in a counter clockwise direction. Surgical technique states that the cams are to be locked in a clockwise direction. Also the torque limiting handle is unidirectional. Using it in a counter clockwise direction will not limit the force applied.